Manufacturer narrative:
The lead was returned due to patient deceased. Only a connector portion of the lead was returned in one piece for analysis. Electrical, x-ray, and visual analysis of the lead found no anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-40416; related manufacturer reference number: 2017865-2021-40418; related manufacturer reference number: 2017865-2021-40419. It was reported that there was a patient death caused by cardiopulmonary arrest, failure to thrive, and chronic obstructive pulmonary disease. It was unknown whether the causes of death were related to the abbott implantable cardioverter system, including the device, right ventricular, left ventricular, and right atrial leads.